Manufacturer narrative:
Age/date of birth: unknown, not provided. Sex/gender: unknown, not provided. Implant and explant dates: if implanted or explanted; give date: n/a (not applicable) healon is not an implanted device, therefore, was not explanted. Initial reporter telephone number: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgeon discovered white small particles in the patient's eye. These allegedly came from healon 10 mg/ml. The particles were only visible in the microscope. No patient injury reported. No additional information was provided to abbott medical optics. The customer reports that this has occurred during five (5) procedures. This MDR represents the fourth event.

Manufacturer narrative:
Five syringes (lot# ub31972) were received for evaluation. The samples each contained the activated cylinder, the plunger rod (attached at the backside of the blue plunger), the cylinder holder and the cannula (no protection sheath) which was attached at the cannula mount on the holder. The samples contained a varying amount of expellable solution, from approximately 0.4 to 0.1 ml. The syringes were arbitrarily numbered 1 to 5 for this inspection. The solutions in all 5 samples were visually inspected and all were observed to contain white particles. This confirms the customer''s report that the particles came from the healon solution. It is estimated that the particles are smaller than 0.1 mm. Syringe 1 was chosen for the isolation of the particles. Isolated particles were analyzed by fourier transform infrared spectroscopy (ftir). The results of the ftir analysis were not conclusive. The material appears to be an inorganic salt of unknown origin. Visual inspection on 34 retained units from lot# ub31972 was performed. No visible defects were found on the package, cannula or solution. The solution was inspected through the blister with stereomicroscope. The solution was clear and colorless. All components were included in the product, without defects. The cannula was without defects. No visible defects on the product box. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. The directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. The reported issue was verified. As a result of the investigation, there is an indication of a product quality deficiency. This investigation has not determined the exact identity of the particles or the source of the material. All pertinent information available to abbott medical optics has been submitted.